Event description:
Information received indicates the siderail slide bracket was broken and the siderail was detached from the bed. The siderail was intact, but was bent and had to be replaced. No one at the hospital knew how this happened.

Manufacturer narrative:
The technician replaced the siderail and slide bracket to repair the bed.